Manufacturer narrative:
This event occurred in (B)(6). Initial reporter facility name - the full facility name was provided as "(B)(6)", phone number was provided as "(B)(4)" and fax number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for free triiodothyronine (ft3). One of the three samples, also had erroneous results for free thyroxine (ft4) and this sample is reportable as a malfunction. It was stated that the customer was not able to easily determine the ft3 value of the patient based on the varied results. The customer reported the ft4 values outside of the laboratory did not question these. The samples were initially tested on an e602 analyzers labeled as e602 #1 and e602 #2 and then repeated with an architect analyzer, an access ii analyzer, and a centaur analyzer. Refer to the attachment for the specific result data. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. A serial number of (B)(4) was provided for e602 analyzer labeled e602 #1. The serial number for the second e602 analyzer was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Two samples from the patient were provided for investigation. The samples were checked for possible streptavidin interference with the ft4 assay, but no interference factors were detected. The values generated with both the roche and siemens ft4 assays were below the reference ranges of the respective assays. The differences seen with the ft4 values measured from different manufacturer assays relate to differences in antibodies used, differences in setups of the assays, and differences in standardization methodology. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history.

Manufacturer narrative:
It was stated in the initial medwatch that the patient was born in (B)(6). The patient's date of birth was confirmed to be (B)(6).